Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device on the distal portion of the lead. The cause of the reported events of was isolated to the exposure of the outer coil in the abrasion zone caused by friction to the device can. The reported events of oversensing and lead insulation damage were confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, oversensing was observed on the atrial lead. The lead was explanted and replaced and during the replacement procedure, insulation damage was noted. The patient was in stable condition.